Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 63-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) soft touch button wouldn't respond during pump prime. The aic was replaced successfully.

Manufacturer narrative:
The investigation of automated impella controller (aic) - kbd/rotary knob issues has been completed. The logs were reviewed and confirmed that there were no issues during pump priming, as well as there were no issues with keyboard communication. No alarms were observed. The console was tested, and the keyboard was confirmed to be working correctly. The reported complaint could not be reproduced. The following have been reported incorrectly or missing from the manufacturer device report 1220648-2023-05475. D2 common device name revised in accordance with updated procedures. D4 model number. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing.